Event description:
Customer reported that the ICU therapists were unable to get a snug fit on the patient due to the belt slipping. Customer reported that two of their facility ortho therapist had a patient who they thought was steady start to stumble and when they grabbed the belt, it slipped and they had to grab the patient and let go of the belt. The date when the issue was discovered is unknown. There was no serious injury reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. This report is submitted based on the customer's report issue statement. (B)(4).